Event description:
It was reported that patient was currently hospitalized after stating that their personal diabetes manager was water damaged at fault of the user. Despite good faith attempts to obtain additional information regarding this medical event, no further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.